Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-02931. It was reported that the patient's dual extension was exhibiting high impedances. During a surgical procedure intended to explant the dual extension on (B)(6) 2023, one of the patient's leads was inadvertently explanted. The patient's entire system was then explanted to address the issue.